Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt died while running in a marathon. The pt reportedly starting feeling bad, sat down by a tree, and subsequently experienced a long seizure after which pt died. Efforts to revive the pt were unsuccessful. Physician indicated that the relationship between the vns therapy system and cause of death is unk. The cause of death is unk at this time. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.